Manufacturer narrative:
There was no patient injury. A review of the ncr database was performed for the complaint lot number lot as well as its catheter assembly sub-lots. No similar complaints were found in relation to those lot numbers. A review of the receiver associated with the catheter assemblies for this lot was conducted and no similar complaints were noted. One catheter was received. Breakage was confirmed at the nose of the extension set. The area of separation exhibited jagged edges which is characteristic of undue force applied to the catheter. Potential causes for the user issue may include: flushing the catheter with excessive pressure, such as flushing with a syringe smaller than 10 ml, or applying pressure despite resistance when flushing. Placing tape over the tubing of the catheter. Using the catheter for high pressure mechanical injection. Advancing or removing the catheter despite experiencing resistance. First PICC catheters are 100% inspected at various times during the manufacturing process. This includes visual inspection as well as 100% leak and flow tests and control pull tests to ensure ability to endure appropriate use. A review of the complaints database was conducted, and no similar complaints were found related to this lot number.

Event description:
PICC broken at the point where the catheter meets the wide wing where it was secured with steri strips. (Note: the date of event was not noted on the complaint form.)

Manufacturer narrative:
Although the reporter indicated that the complaint product was available for return, no product has been received by argon quality at this time. This report will be updated at such time as the product associated with this complaint is received. As the product has not been received for evaluation by argon quality (and a review of batch records yielded no findings), no definitive root cause can be stated for the user issue at this time. However, potential causes for the user issue may include: flushing the catheter with excessive pressure, such as flushing with a syringe smaller than 10 ml, or applying pressure despite resistance when flushing. Placing tape over the tubing of the catheter. Using the catheter for high pressure mechanical injection. Advancing or removing the catheter despite experiencing resistance first PICC catheters are 100% inspected at various times during the manufacturing process. This includes visual inspection as well as 100% leak and flow tests and control pull tests to ensure ability to endure appropriate use.

Event description:
PICC broken at the point where the catheter meets the wide wing where it was secured with steri strips.